Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The recipient reported a gradual decline in hearing perception with the device for the past 20-25 days but was able to get minimal response to high intensity sounds. Recommended to take an x-ray. Further proceedings are unknown.

Event description:
The recipient reported a gradual decline in hearing perception with the device for the past 20-25 days but was able to get minimal response to high intensity sounds. Recommended to take an x-ray. Further proceedings will be based on med-el's response.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.